Event description:
The hill-rom technician reported that a patient, a girl of (B)(6), was connected to a respirator and was transferred from a normal bed into a total care bed. Two nurses and the girl's mother and father were there as well. The nurse held the respirator hoses at right head end of the bed and the other nurse took care of the medicine hoses on the left head end. The father of the patient lifted up the girl from the old bed from the right side. The nurse and the mother rolled away the old bed and rolled in the total care bed. All side rails were down on the total care bed. The nurse plugged in the power cord. The patient was laid down in the bed and the father had left his arm under the girl. The head end of the total care bed rose with catapult speed. The father settled over the child and the bed in an attempt to keep down the backrest. The nurse bent down and pressed the bed down button and the back section ended the rise. The bed was located in a patient room at the facility. There was no injury reported by the account. (B)(4).

Manufacturer narrative:
The backrest had risen to about 30-35 degrees. Everything stopped and there was no abnormal sound from the bed. The mother and the other nurse were not in the vicinity of the total care bed. The second nurse kept pressing the bed down button and when she released it, the back rest went back up. The nurse tried twice with the same result. The nurse pulled out the cable of total care bed. The other nurse released the button and the backrest continued up to approximately 40 degrees. The bed alarm was activated after it had been disconnected. Shutter alarm when they plugged in the power cable again. It is ca30 seconds between the power cord being removed until the next use. The nurse tried to push down the backrest on the right side rail. When the cable came in the second time, the technician started the bed descend. The nurse withheld the bed down button, respiratory hoses were about to be pinched when the bed was moving downward. The father lifted up his daughter so the hoses will not be pulled out. He held them for her against the headboard. Service lamp was loose. The bed was not zeroed.